Manufacturer narrative:
The initial MDR 2432235-2014-00309 was filed on may 02, 2014.additional information (04/10/2014): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse unblocked the valves washing the reaction cuvettes. Precision testing, calibrations and quality controls were run, resulting within range. The cause of the discordant, falsely low bun and crea results is unknown.the instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
Discordant, falsely low blood urea nitrogen (bun) and creatinine (crea) results were obtained on one patient sample on an advia 1800 instrument. The discordant results were reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low bun and crea results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The cause of the discordant, falsely low bun and crea results is unknown. Siemens is investigating this issue.